Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The foot retraction problem was unable to be confirmed; the foot was successfully retracted during returned device analysis. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the proglide foot would not close. The sutures were deployed. Several attempts were made advance the device slightly and close the foot. The foot finally closed and the device was removed. Manual arterial compression was applied for five minutes to achieve hemostasis. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.